Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support and approximately four days into support, the patient inadvertently dislocated the pump back into the aorta. Upon readvancing the pump into the left ventricle, the pump unexpectedly stopped and was unable to be restarted. The pump was subsequently explanted. The patient was noted to be stable and awake on extracorporeal membrane oxygenation. Additionally noted was given the patient's stability, no new impella device implant was planned at such time.

Manufacturer narrative:
The investigation of positioning issues and pump stop has been completed. The cut pump(motor side) was returned for investigation. No physical damage was noted on the cannula and impellor. No issue was found on catheter anchor on returned product. No further investigation was performed due to the cut catheter. The remaining cut pump was not returned for investigation. Data logs show several pump stops without any motor current spikes, accompanied only by alarm 119 (pump stop). Several unsuccessful pump start attempts were recorded with motor current spikes up to 3000 and alarm 119 (pump stop) were noted. The cause of the pump stop issue was not determined since sufficient returned product was not returned and data logs was inconclusive. The cause of the positioning issue was most likely patient movement, based on clinical details and available returned product investigation. G1 reporting contact email revised on manufacturer device report 1220648-2025-30074 in accordance with updated procedures.